Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a laparoscopic sleeve gastrectomy, on stapling of the stomach, the patient was hospitalized for three days attributed to the reload sheet.